Event description:
The customer reported that the column would not move for pain management procedures. Eventually, it started working intermittently. The imaging table was moved up and down to complete the procedures. No injuries.

Manufacturer narrative:
.